Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained in the activated position and would not turn off. They tried changing out the cord but the device continued to stay in the activated position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Charred tissues were observed on the jaws and on the heater wire. Microscopic inspection showed the heater wire was slightly flexed away from the hot jaw but remained attached at the base and tip of the jaw. The boot insulation on the jaws appear intact with no sign of cracks nor peeling. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. No electrical issues were observed. Based on the returned condition of the device and the results of the evaluation, the reported failure mode ¿device remains activated¿ was not confirmed. The analyzed failure mode "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained in the activated position and would not turn off. They tried changing out the cord but the device continued to stay in the activated position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.